Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying an occlusion error message prior to the event. The patient's blood glucose result was 508 mg/dl on an unknown device. The patient went to the hospital where he stayed under observation. He was treated with unknown medication via IV. The patient also received diazepam, levothyroxine 150mg, and insulin administration by syringe. The blood glucose result at the hospital was 240 mg/dl. It is unknown how long the patient was in the hospital.